Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized for high blood glucose on unknown date. Blood glucose reading was 25.3 mmol/l. The customer stated that doctor immediately corrects it by changed the insulin type. Customer stated that insulin pump passed motor displacement test. The insulin pump will not be returned for analysis.